Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in the hospital for a lead revision. The patient's right atrial (ra) lead exhibited a high capture threshold. During the procedure, the new ra lead also exhibited a high pacing impedance issue despite several attempts of repositioning. Eventually, the new ra lead was not used and replaced during the procedure. The physician successfully capped and replaced the initially implanted ra lead on (B)(6) 2025. The patient was in stable condition.